Event description:
It was reported that the patient presented in-hospital after receiving an auditory alert. Noise was noted. Lead integrity issue suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.